Event description:
The technician alleged the brakes are not holding when in brake mode. No patient impact.

Manufacturer narrative:
The technician found the bolt is missing from the brake housing. The technician replaced the brake housing bolt to resolve the issue.